Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that in (B)(6) 2019, the stimulation output changed unexpectedly; it became too strong like the device adjusted stimulation itself. The adaptivestim (as) was active at the time, so the patient had checked their programmer to confirm the position. The rep hadn't met with the patient yet, but wanted to have the patient readjust stimulation levels for each of their programmed positions to see if that would resolve the issue. If that doesn't resolve the issue, then the rep reported they would meet with the patient to check the implant. It was noted that the rep was not aware of any pocket site issues. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via the rep. The rep reported the patient texted them on (B)(4) 2019 and told the rep they think they had straightened it out after discussing with the rep about staying in a given position for 3 minutes. The rep believes that is what the patient may have done to resolve the adaptive stimulation issue. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient could not confirm if the programmer displayed the expected/correct information or if it displayed unexpected/incorrect information because they just grabbed their controller and decreased the stimulation. They noted they did have a couple issues that day but after resetting the adaptivestim settings, they did not experience any more issues with the stimulation surging. The patient could not identify a specific cause of the surging.